Event description:
The manufacturer received information that a call was received from a patient stating that a ventilator service required alarm occurred on a trilogy evo ventilator. There was no harm or injury reported. The sales representative visited the patient and replaced the device with a device of the same model. The subject device was returned to the manufacturer's service center and evaluated with the following findings: the "ventilator service required" alarm was duplicated during the operational check of the device. The event log was reviewed and confirmed record of error code e-345 indicating a user interface (ui) communication failure was recorded. The display printed circuit board assembly was replaced to address the issue. The device passed final testing and was confirmed to operate properly. Although there was no patient harm or injury, this event is reportable because the failure occurred more than once and could affect the ability of the device to provide therapy to published specifications.